Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called stating she put a new battery in her son's insulin pump, and now it is not turning on. Customer's mother had to verify the serial number and product info. Trouble shooting for blank display was performed when mother called back on (B)(6) 2014. Customer's blood glucose was not given. Nothing further reported.